Manufacturer narrative:
A field service engineer (fse) followed up with the customer over the phone to address the reported event. The customer confirmed the complaint by reviewing the error log and the error is occurring intermittently on every other sample. Fse instructed the customer to open the sorter drawer and check for any obstructions and no obstructions were present. Fse also had the customer perform a sorter test and noticed the sorter picked up the cup from the cup tray but failed to place it in the lane. Upon further investigation, the customer visually saw a cup stuck in the lane chain and removed the cup. The customer validated the analyzer by successfully performing sorter testing and ran patient samples within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 24feb2022 through aware date 24mar2023. There were no similar complaints identified during the search period. The aia-900 operator's manual under section12: error messages states the following: (4053) sorter-z home overrun cause: the home sensor s022, which is not supposed to be activated after the sorter z-axis moves, was activated. A retry will take place, and if there is no improvement a flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s022 and also check to see the cause of slipping, and so on, that occurs when pm022 moves to the limit side. The most probable cause of the reported event was due to the test cup stuck in the lane chain.

Event description:
A customer reported error message ¿4053 sorter-z home overrun¿ error while running patient samples on the aia-900 analyzer. Prior to the call, the customer restarted the analyzer, but the error persisted. No obstruction was present, the waste was not overfilled, and the chute was cleared by the customer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.